Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in a stored untreated episode. This device was checked in clinic with pocket manipulation and noise was able to be reproduced in primary and secondary vector. An x-ray was completed to evaluate system placement. The behavior is consistent with an electrode fracture. This device was reprogrammed to turn off therapy and the patient was hospitalized until further intervention is able to be completed. No additional adverse patient effects were reported.